Event description:
It was reported to boston scientific corporation that a c.r.e balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure on a (B)(6) male patient. According to the complainant, the tip of the device separated from the wire upon dilation of the duodenum. No part of the balloon or tip detached inside the patient. The procedure was completed with another c.r.e balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).